Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of handle detachment. Block h10: the returned trapezoid rx was analyzed, and a visual evaluation noted that the handle was broken. The working length was damaged and the handle cannula was cut off. No other issues with the device were noted. The reported event was confirmed. It was reported that the failure mode was observed "during procedure", so it is possible that due to the manipulation or the technique used by the physician in conjunction with the patient anatomy at moment of the event, the device was subjected to some resistance. This may have required the need to apply excess force, causing the break of the cannula handle. . Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6),2022. During the procedure, after several attempts to open the basket, the handle broke and the basket remained inside the patient. The basket was successfully pulled through the scope and the procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, after several attempts to open the basket, the handle broke and the basket remained inside the patient. The basket was successfully pulled through the scope and the procedure was completed with another trapezoid rx. There were no patient complications reported as a result of this event.